Manufacturer narrative:
(B)(4)

Event description:
The patient with advanced parkinson's disease presented important improvement of neurological conditions with the ins battery depletion and needed it replaced. Calculation was performed on the ins through the longevity emulator, and the battery should have lasted for about 4 years according to the ins programming but after 2 years of implant the ins was presenting signs of battery depletion. The patient needed to be hospitalized to perform the ins replacement. After replacement the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).